Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2003, the patient underwent the primary surgery via tha of left with aml-plus/duralock implants in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient has frequent dislocations last 10 years. A revision surgery is planed soon. No further information is available. Doi: (B)(6) 2003; dor: (B)(6) 2022; affected side: unknown.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> the device associated with this report was not received for examination. All available x-rays and photographs were reviewed and the complaint is confirmed due to an implant dislocation was observed. Additionally, based on the evidence it appears that the acetabular cup is positioned with more anteversion angles than is recommended by depuy. This condition does not represent a device failure depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Event description:
Additional information received. The affected side involved in this event is the left hip.